Event description:
During routine testing of the device at the service center, the quality engineer reported that the clip on the hematocrit/saturation probe was broken. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Method: actual device involved in incident was evaluated visual examination. Results: cover. Note: the reported complaint was confirmed. The root cause was attributed to component failure.